Event description:
Surgery: minimally invasive transforaminal lumbar interbody fusion of l5-s1 and posterolateral fusion of l5-s1 it was reported that on (B)(6) 2009, the patient presented with the pre op diagnoses of degenerative disk disease, l5-s1; low back pain and axial joint pain. The patient underwent the following procedures: 1. Minimally invasive transforaminal lumbar interbody fusion of l5-s1. 2. Posterolateral fusion of l5-s1. 3. Use of percutaneous pedicle screws, l5-s1 with 6.5 x 40 screws at l5, 6.5 x 35 screws at s1. 4. Use of 8 x22 mm interbody spacer. 5. Use of interbody fusion, l5-s1; operating microscope and local bone autograft. Per the op notes, at l5-s1 level, local bone autograft and bone morphogenic protein were placed anteriorly and the peek spacer which was packed with bone was placed in the disk space and counter sunk. Final fluoroscopy confirmed excellent position of the interbody graft at l5-s1. Then a mirror skin incision was made on the contralateral side and the tube was placed at l5-s1. The area was then drilled down and local bone autograft and bone morphogenic protein were placed within the facet joint on the right side so that posterior lateral fusion could occur. Neurophysiological monitoring was utilized during the procedure. Over a guide wire technique, first on the left then on the right using ap and lateral fluoroscopic guidance, pedicle screws were placed on l5-s1 and the rod was passed up slightly caudal. A 30 mm rod was placed on the right. Compression was performed. The same screws over the same technique were placed on the right side and the rod was passed up slightly caudad. Final ap, lateral, and rainbow confirmed excellent position of the interbody screws and graft. No patient complications were noted. On (B)(6) 2009, the patient was discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor the images could be returned for further evaluation.